Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the rv lead was showing low amplitude (sensing issues). The physician also had difficulty extending and retracting the helix, and had trouble positioning the lead. The helix of the lead jammed upon extraction. The physician decided to use a new lead of a different model to complete the procedure. The lead will not be returning for analysis, as it was discarded during the procedure.